Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure, the tip of the v-cutter broke off in the pt's leg. The broken pieces were retrieved, and there were no negative impact on the pt. There was a minor delay to retrieve the broken pieces from the leg. Minor delay to retrieve broken pieces from pt's leg. Product was not changed out. Surgery was successfully completed.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation. (B)(4).